Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not available for evaluation h3 other text : product was discarded by user.

Event description:
It was reported that during a procedure at the user facility a pin broke during a case. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that during a procedure at the user facility a pin broke during a case. Additional information has been requested from the user facility.